Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements out of range with an increase in pacing thresholds. The rise in the impedance measurements appeared to be gradual. This patient underwent a lead revision procedure. During the procedure, calcification was noted. Attempts to retract the helix were unsuccessful, and the physician noted a sensation suggestive of a lead fracture. As a result, this rv lead was cut and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements out of range with an increase in pacing thresholds. The rise in the impedance measurements appeared to be gradual. This patient underwent a lead revision procedure. During the procedure, calcification was noted. Attempts to retract the helix were unsuccessful, and the physician noted a sensation suggestive of a lead fracture. As a result, this rv lead was cut and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information indicated that a part of this lead was returned to boston scientific for further analysis.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, d9 and h6 patient codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 260 mm from the terminal end. There were some calcium deposits on the insulation of the segment of lead returned. The distal portion of the lead including the tip and shocking coils were not returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Follow up report 1 (additional information): this report is being submitted to update section b5, d9 and h6 patient codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements out of range with an increase in pacing thresholds. The rise in the impedance measurements appeared to be gradual. This patient underwent a lead revision procedure. During the procedure, calcification was noted. Attempts to retract the helix were unsuccessful, and the physician noted a sensation suggestive of a lead fracture. As a result, this rv lead was cut and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information indicated that a part of this lead was returned to boston scientific for further analysis.